Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On(B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 23-year-old female patient who had essure (batch no. B30420) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included aneurysm cerebral (coiling treatment), mental status changes, abnormal behavior, attention impaired, thinking abnormal, hydrocephalus, headache aggravated, numbness, vomiting, pregnant, intracranial hemorrhage (near occipital horn of the left ventricle, subarachnoid intraventricular blood), neck pain, throat pain, arterial rupture nos, oropharyngeal dysphagia, cesarean section, irritable bowel syndrome, anxiety, pap smear abnormal, postpartum depression, gastrooesophageal reflux disease, shortness of breath, subarachnoid hemorrhage, intracerebral hemorrhage, acute respiratory failure, skin tags (gross description: received in formalin is a wrinkled gray-tan papule measuring 0.5 x 0.4 x 0.3 cm.), adenoidectomy (tonsillectomy), abdominal pain upper, painful periods, dyspareunia, tarry stools (melanotic stools), bloated feeling, back pain, allergic rhinitis, tonsillitis, dysfunctional uterine bleeding, irregular periods, prolonged periods, human papilloma virus infection, acid reflux (oesophageal), arthroscopy and ovarian cyst. On (B)(6) 2016: weighing 68 grams and measuring 8.4 x 5.x 3.6 cm. The serosa is tan and smooth. The vaginal cuff margin is inked and the cervix amputated and serially sectioned. The uterus is valve. The endometrium measures up to 0_3 cm in thickness. The myometrium is tan, smooth. And measures up to 1 a cm in thickness. The uterus is serially sectioned revealing no nodules. The left purple tan fallopian tub measures 5,2 cm ill length by up 10 o.s cm in diameter. The right purple tan fallopian tube measures 6.4 cm in length by up to 0.6 cm in diameter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.